Event description:
A zoll distributor returned electrode belt sn (B)(4) to report that the belt had non-functional ecgs.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ecgs non-functional) has been confirmed. As received, the electrode belt failed the ECG fall off test. Upon investigation, the electrode belt had an open r6 resister inside ECG 'b.' The cause for the failure was the open resistor. The root cause of the open resistor was unable to be positively identified. No adverse event resulted from the defective electrode belt.